Manufacturer narrative:
Event was reported to have occurred on an unreported date "since peritoneal dialysis on (B)(6) 2007". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by severe stomachache. The cause of the event was not reported. On an unreported date, the patient was hospitalized due to severe stomachache. The patient was treated with cefexime and amoxicillin (doses, routes, frequencies and durations were not reported) for peritonitis. At the time of this report, the patient outcome was not reported. Pd therapy was continued during the treatment. No additional information could be provided as the reporter declined follow up.